Manufacturer narrative:
H6: codes were updated. No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that blood emerged from the piston, and the blood sample was contaminated, which also increased the risk of occupational exposure for nurses. The nurse immediately removed the blood collection device to stop the bleeding of the patient, and the blood was drawn again due to the contamination of the sample. There was patient involvement, and no patient harm/adverse event reported.